Manufacturer narrative:
(B)(6) the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a upsylon y-mesh implant was implanted into the patient on (B)(6) 2018. Advantage fit implant was also implanted into the patient on (B)(6) 2018. The patient experienced complications, further surgery, and nonsurgical treatment.device 1 of 2 patient symptoms include: pain inter; incont not pres; rec incont; surgical interventions: on (B)(6) 2018 the patient underwent further surgery regarding the advantage fit implant under general anesthesia for the following purpose: evacuate an abscess/ divide some pelvis adhesions .